Event description:
It was reported that when connected the syringe to the catheter, the catheter broke completely.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.